Manufacturer narrative:
The event was confirmed as cause unknown. The instructions for use were not present in the photo received. The packaging was the original packaging. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "welcome thank you for purchasing the drydoc¿ vacuum station, the vacuum suction to be used with the purewick¿ female external catheter (¿purewick¿ fec¿). Please read all operating instructions, safety information, and warnings before first use of this product. For more information, visit www.liberatormedical.com/purewick". Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the instructions were missing from the drydoc shipment when the customer opened the box.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the instructions were missing from the drydoc shipment when the customer opened the box.